Event description:
Additional information from the manufacturer representative reported the lot number and implant date of the lead was not available.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with a lead that had h igh impedance. It was reported that the lead impedances were high and the patient had a return of symptoms (pain in the right leg). Regarding the impedance test, poles #0,1,2,3,4 and 5 were greater than 10,000 ohms. The physician decided to replace the lead and the issue resolved. Now, the patient felt fine and was receiving effective therapy. It was unknown what factors may have led or contributed to the issue. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Device evaluation: analysis of the lead found the #1, 3, 4, 6, and 7 conductors were broken 22.2 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.